Event description:
Taken out of the package and yellow button did not depress so cut function would not work. Also a piece of fiber of some kind was noticed on device - attached not able to be removed easily (on device in packaging). Package was in tact prior to opening.